Manufacturer narrative:
Concomitant medical products: product ID: 4469 competitor lead, date of implant: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a clinical data review based on save-to-disk data revealed that the right ventricular (rv) lead exhibited oversensing of non-physiologic noise in the form of multiple non-sustained episodes and high ventricular sensing integrity counter (sic). A fracture of the pace portion of the lead was suspected. The lead was partially capped and a replacement pacing lead was placed in the rv. The defibrillation portion of the lead remains in use.